Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a moderately calcified, de novo lesion in the moderately tortuous mid left anterior descending (lad) coronary artery, when advancing a 2.75x15mm xience v rx drug-eluting stent (des) system to the lesion, resistance was felt but force was not applied. When deploying the stent at 16 atmospheres, a vessel dissection occurred. The xience v rx stent delivery system was withdrawn without difficulty. The dissection was successfully treated via deployment of another xience v stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay in the procedure. No additional information was provided.